Manufacturer narrative:
Severe corrosion was noted within internal components.

Event description:
The micro drill was sent for service because, it was running on its own without activation. Another device was used to complete the procedure without delay; no adverse event was reported.